Manufacturer narrative:
(B)(4).

Event description:
The pt never experienced therapeutic effect. The pt was seen by a field rep. Implantable neurostimulator interrogation revealed impedances greater than 4,000 ohms on multiple bipolar electrode combinations. Therapy was reprogrammed using unaffected electrode combination 0 - 2. The pt did feel stimulation with that combination. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.